Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was into 400, 186 mg/dl. The customer treated with the manual insulin injection. The insulin pump had unexpected restart alarm and battery out limit alarm. Customer reports they were able to clear the alarm. Customer able to complete rewind. Troubleshooting was done for pump error alarm. The customer declined troubleshooting for high blood glucose and battery out limit. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected restart error and no unexpected battery power loss anomaly noted during test.